Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received a cartridge error to install a new cartridge during insulin delivery. The customer's blood glucose was 300 mg/dl. The customer delivered a bolus to address bg level. During troubleshooting with tandem technical services (cts) identified multiple cartridge alarm 19. The customer reported would use manual injections as alternate insulin therapy.